Manufacturer narrative:
The insulin pump was received with no button response due to flattened button dome switches. The insulin pump passed functional testing. The device was also received with minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called and reported that a button on the insulin pump was flat and not responding easily when pushed. Customer's blood glucose was in the 400 to 499 mg/dl. It was stated there were no significant events leading to the keypad issues. The customer also stated she did not believe the device was delivering her basal rates. In the alarm history, it was found that there were low battery, no delivery, low reservoir, and battery out limit alarms. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.